Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A nurse reported during the surgery a system message was displayed and the system lost vacuum. The system was switched out and the case was completed. There was no pt harm reported.